Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. The customer's blood glucose level read "high". A specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.